Event description:
It was reported that after completing a sensor warmup on the ilet system, the patient observed high glucose readings and had recently performed a supply change; the patient felt well and had no fingerstick available, and was advised to wait 90 minutes to assess for a glucose decrease. Symptoms included hyperglycemia without associated physical complaints. Outcomes included no hospitalization, no medical intervention beyond troubleshooting guidance, and no alerts or alarms. Investigation included customer service troubleshooting and education regarding post-change stabilization and monitoring. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the elevated readings remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.